Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Procedure: laparoscopic incisional herniorrhaphy. Anesthesia: general. Estimated blood loss: minimum. Specimens: none. Complications: none. Condition: stable. Findings: a moderately large incisional hernia along the right aspect of the pfannenstiel incision was noted. It measured approximately 8 cm x 5 cm in size. Procedure: ¿after general anesthetic was applied, her abdomen was sterilely prepped and draped. Supraumbilical incision was performed and, utilizing the hasson technique, a blunt 10 mm trocar was placed through this incision. Two 5 mm trocars were then placed, one on the right and one on the left side of the abdomen under direct visualization of laparoscope. The above mentioned findings were noted. The hernia defect was measured and a dual composite mesh was cut to the appropriate size so that it overlapped on all sides by at least 5 cm. Gore-tex suture was then secured to all four quadrants and the mesh was placed into the abdominal cavity. The gore-tex suture was then brought out the abdominal wall in all four quadrants and tacked to the rectus musculature and fascia. A tacking device was then utilized every 2 cm to tack the edges to the fascia. This was then secured further with 0 prolene suture transabdominally to secure the mesh to the fascia. Upon completion, the mesh edges were nice and flat and the mesh was not under undue tension. Trocars were removed under direct visualization of the laparoscope and hemostasis was noted. Fascia was closed with 0 vicryl suture. Subcuticular layer was closed with 4-0 vicryl suture. She tolerated the procedure well.¿ (B)(6) 2004: holzer medical center. Progress notes. Implant sticker. Dualmesh biomaterial. Lot: 02722584. Item: 1dlmc04. The records confirm a gore® dualmesh® biomaterial (1dlmc04/02722584) was implanted during the procedure. (B)(6) 2004: (B)(6) medical center. (B)(6), md. Discharge summary. Hospital course: underwent laparoscopic incisional hernia repair secondary to a pfannenstiel incision from previous c-section. Postop she had some pain which was relieved by demerol pca [patient controlled analgesic] and percocet. Intraoperatively she had bleeding from her inferior epigastric arteries bilaterally. Both were ligated. Postop she had some right lower quadrant pain most likely due to rectocele with hematoma. Relieved with bed rest and incisional binder. At time of discharge she was ambulating, voiding without difficulty and tolerating regular diet. (B)(6) 2007: (B)(6) clinic. (B)(6), md. Office visit. Had a hysterectomy earlier and subsequently developed an incisional hernia. Doing well until approximately 09/24 when she was lifting cat litter at work and developed sudden onset of severe left lower and suprapubic area. Pain was burning, severe. Noted slightly swelling. Sought evaluation at pleasant valley hospital and underwent CT scan of abdomen which revealed a recurrence of the hernia with incarcerated small bowel. Had some nausea, however denied fever and chills. Nausea and vomiting due to the pain. Pain was very severe, now is improving but still present. Examination: abdomen; slight swelling along lower aspect, just above pubis, tender. Appears to be recurrence of incisional hernia. Recommended incisional herniorrhaphy. Active problems: hernia. Intestinal hernia with obstruction. Peptic ulcer. [Missing records: records for the CT scan showing the ¿recurrence of the hernia with incarcerated small bowel¿ was not provided.] (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic incisional hernia with insertion of mesh. Anesthesia: general. Estimated blood loss: less than 10 ml. Specimen: hernia sac. Complication: none. Condition: stable. Findings: ¿the inferior edge of the mesh had fold away from the lower abdomen in the area of pubic tubercle. There were no loops of bowel incarcerated and no omentum incarcerated. The defect measured approximately 3 cm in diameter.¿ description of procedure: ¿after general anesthesia was applied, the patient¿s abdomen was sterilely prepped and draped. Utilizing a visiport, a blunt 10-mm trocar was placed in the left abdomen. Pneumoperitoneum was instituted. Two 5-mm trocars were placed in the left abdomen and another one in the right abdomen. Omental adhesions along the edge of the mesh were carefully dissected away and hemostasis was maintained. No bowel was in this area. A hernial defect was identified. It was near the pubic tubercle. There was not enough tissue to anastomose too well and have a good overlap of mesh of at least 5 cm. Hence, the peritoneum at the pubic tubercle was transected transversely. Blunt dissection was utilized to carefully dissect the tissue away from the pubic tubercle. The foley catheter had been clamped and 300 ml of sterile saline was put into the bladder to identify the bladder. Care was taken to generally skeletonize the pubic tubercle posteriorly, away from the bladder, taken care not to damage the bladder. There were some scar tissues, just to the left to the midline, in the area defect that I could not safely transect laparoscopically as I could not see if there were any structures in there. There anatomically should not be any structures, however, as I could not safely see this area, I felt dissecting to an open technique was wanted. Trocars were removed and pneumoperitoneum was evacuated. The skin incision overlying the prior pfannenstiel incision was performed and dissection was carried down to the hernial sac. Hernial sac was carefully transected at the fascial layer. The attachments that remained, were easily identified and carefully dissected off from the left anterior lower abdomen sharply. At that time, the fascial edges were well skeletonized and the bladder had been mobilized to where is the pubic tubercle. A 10-cm x 15-cm parietex mesh was utilized. Os bond suture was utilized in a full thickness fashion of the tissue, just superior to the pubic tubercle and placed through the mesh, approximately 5 cm from the lower edge of the mesh in a full thickness fashion. Three of them were placed acrose [sic] the pubic tubercle horizontally to secure the mesh to this area. The 5-cm mesh inferior to this were then spread out and laid against the pubic tubercle behind the bladder. The superior edge was secured to the abdominal wall, just above the original mesh with 0 ethibond suture in a full thickness fashion. The fascial defect was then easily closed with running-looped 0 ethibond suture to close the defect entirely. Trocars were reinserted and the remainder of the herniorrhaphy was performed laparoscopically to obtain better visualization. The edges were 10 cm x 15 cm mesh with intact with parietex device, every 2 cm. The 0 ethibond suture was then utilized every 5 cm along the edge of the mesh in a full thickness fashion to help to catch the mesh. Hemostasis was noted. The peritoneum was then packed over the mesh with u-sutures, which was 5, 100, and 20. Trocars were then removed under direct visualization of laparoscopy and hemostasis was noted. The pneumoperitoneum was evacuated. Skin was approximated with skin staples. The patient tolerated the procedure well.¿ (B)(6) 2007: (B)(6) medical center. (B)(6), md. Pathology report. Accession number: (B)(4). Diagnosis: hernial sac material, incisional type hernia. Specimen submitted: hernia sac abdomen. Pre-operative diagnosis: incisional hernia. Post-operative diagnosis: same. Gross description: the specimen is received in fixative within a container properly identified with the patient¿s name and site of tissue consists of three pieces of tissue. All these tissues are thick fibrous tissue with some adipose tissue attached. The pieces measure from 6 to 8 cm in length by 3 to 4 cm in diameter. Serial section does not show any abnormal finding except portions of fibrous tissue and occasional nodular thick areas of fibrous component up to .4 cm in thickness. Multiple sections are submitted in one cassette. Microscopic description: sections show fibrosis and scar formation within the fibroadipose tissue. (B)(6) 2007: (B)(6) medical center. Laboratory. Wbc 14.5 h (4.8-10.8). (B)(6) 2007: (B)(6) medical center. Discharge instructions. Diet: regular. Activity: up as tolerated. No lifting until __ [sic]. Keep abdominal binder on at all times x 1 month. No heavy lifting. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007 an additional procedure occurred. It was reported the patient alleges the following injuries: inferior edge of the mesh had folded away from the lower abdominal, mesh failure, and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term/code not available for ¿inferior edge of the mesh had folded away from the lower abdominal.¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2007 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2004 through (B)(6) 2007 were not provided. Patient information: medical history: obesity: (B)(6) 2007: 246 lbs. Peptic ulcer disease [pud]. Hypertension. Hyperlipidemia. Surgical procedures: unknown date: cesarean section. Unknown date: hysterectomy. Unknown date: appendectomy. (B)(6) 2004: laparoscopic incisional herniorrhaphy. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: laparoscopic incisional hernia with insertion of mesh. Implant: parietex. Implant preoperative complaints: (B)(6) 2004: ¿preoperative diagnosis: incisional hernia.¿ implant procedure: laparoscopic incisional herniorrhaphy. Implant: gore® dualmesh® biomaterial, 1dlmc04/02722584, 15 cm x 19 cm x 1 mm thick, oval]. Implant date: (B)(6) 2004 [hospitalization (B)(6) 2004]. Findings: ¿a moderately large incisional hernia along the right aspect of the pfannenstiel incision was noted. It measured approximately 8 cm x 5 cm in size.¿ description of hernia being treated: ¿supraumbilical incision was performed and, utilizing the hasson technique, a blunt 10 mm trocar was placed through this incision. Two 5 mm trocars were then placed, one on the right and one on the left side of the abdomen under direct visualization of laparoscope. The above mentioned findings were noted.¿ implant size and fixation: ¿the hernia defect was measured and a dual composite mesh was cut to the appropriate size so that it overlapped on all sides by at least 5 cm. Gore-tex suture was then secured to all four quadrants and the mesh was placed into the abdominal cavity. The gore-tex suture was then brought out the abdominal wall in all four quadrants and tacked to the rectus musculature and fascia. A tacking device was then utilized every 2 cm to tack the edges to the fascia. This was then secured further with 0 prolene suture transabdominally to secure the mesh to the fascia. Upon completion, the mesh edges were nice and flat and the mesh was not under undue tension. Trocars were removed under direct visualization of the laparoscope and hemostasis was noted. Fascia was closed with 0 vicryl suture. (B)(6) 2004: discharge summary: ¿... 32 year old lady who underwent a laparoscopic incisional hernia repair secondary to a pfannenstiel incision from previous c section. Postop she had some pain which was relieved with demerol pca and percocet. Intraoperatively she had bleeding from her inferior epigastric arteries bilaterally. Both these were ligated. Postop she had some right lower quadrant pain most likely due to rectocele with hematoma. This was relieved with some bed rest and incision binder.¿ revision preoperative complaints: (B)(6) 2007: surgery consultation. Chief complaint: ¿I was sitting at work and suddenly had pain in my abdomen.¿ history of present illness: ¿... She states she was doing well and had no pain or any other problems until approximately(B)(6) when she was lifting cat litter at work and developed sudden onset of severe left lower and suprapubic area. The pain was burning in nature and very severe. She noted slightly (sic) swelling in the area. She sought eval. [Evaluation] at pleasant valley hospital and then underwent CT scan of the abdomen which revealed a recurrence of the hernia with incarcerated small bowel. She had some nausea, however, denied fever and chills. She did have nausea and vomiting due to the pain. She said the pain was very severe, however now is improving, but still present. She was admitted to pleasant valley hospital and subsequently discharged and referred to me for reevaluation and possible treatment.¿ physical exam. ¿abdomen revealed slight swelling along the lower aspect of the abdomen, just above the pubis. She is tender in this area. This appears to be recurrence of the incisional hernia.¿ ¿imp. [Impression]: recurrence of the incisional hernia. Rec. [Recommendations]: I recommend incisional herniorrhaphy. The options of laparoscopic vs. [Versus] open were discussed with her. She opted for laparoscopic and she was told that I will attempt this. However, there is a chance that I will have to convert to open incisional hernia repair.¿ revision procedure: laparoscopic incisional hernia with insertion of mesh. Implant: parietex. Revision date: (B)(6) 2007 [hospitalization (B)(6) 2007]. Findings: ¿the inferior edge of the mesh had fold (sic) away from the lower abdomen in the area of pubic tubercle. There were no loops of bowel incarcerated and no omentum incarcerated. The defect measured approximately 3 cm in diameter.¿ procedure: ¿utilizing a visiport, a blunt 10 -mm trocar was placed in the left abdomen. Pneumoperitoneum was instituted. Two 5 -mm trocars were placed in the left abdomen and another one in the right abdomen. Omental adhesions along the edge of the mesh were carefully dissected away and hemostasis was maintained. No bowel was in this area. A hernial defect was identified. It was near the pubic tubercle. There was not enough tissue to anastomose too well and have a good overlap of mesh of at least 5 cm. Hence, the peritoneum at the pubic tubercle was transected transversely. Blunt dissection was utilized to carefully dissect the tissue away from the pubic tubercle. The foley catheter had been clamped and 300 ml of sterile saline was put into the bladder to identify the bladder. Care was taken to generally skeletonize the pubic tubercle posteriorly, away from the bladder, taken care not to damage the bladder. There were some scar tissues, just to the left to the midline, in the area defect that I could not safely transect laparoscopically as I could not see if there were any structures in there. There anatomically should not be any structures, however, as I could not safely see this area, I felt dissecting (sic) to an open technique was wanted (sic). Trocars were removed and pneumoperitoneum was evacuated. The skin incision overlying the prior pfannenstiel incision was performed and dissection was carried down to the hernial sac. Hernial sac was carefully transected at the fascial layer. The attachments that remained, were easily identified and carefully dissected off from the left anterior lower abdomen sharply. At that time, the fascial edges were well skeletonized and the bladder had been mobilized to where is the pubic tubercle. 0-cm x 15-cm parietex mesh was utilized. Os bond suture was utilized in a full thickness fashion of the tissue, just superior to the pubic tubercle and placed through the mesh, approximately 5 cm from the lower edge of the mesh in a full thickness fashion. Three of them were placed acrose (sic) the pubic tubercle horizontally to secure the mesh to this area. The 5-cm mesh inferior to this were then spread out and laid against the pubic tubercle behind the bladder. The superior edge was secured to the abdominal wall, just above the original mesh with 0 ethibond suture in a full thickness fashion. The fascial defect was then easily closed with running-looped 0 ethibond suture to close the defect entirely. Trocars were reinserted and the remainder of the herniorrhaphy was performed laparoscopically to obtain better visualization. The edges were 10 cm x 15 cm mesh with intact with parietex device, every 2 cm. The 0 ethibond suture was then utilized every 5 cm along the edge of the mesh in a full thickness fashion to help to catch the mesh. Hemostasis was noted. The peritoneum was then packed over the mesh with u-sutures, which was 5, 100, and 20. Trocars were then removed under direct visualization of laparoscopy and hemostasis was noted. The pneumoperitoneum was evacuated. Skin was approximated with skin staples.¿ (B)(6) 2017: pathology report: ¿the specimen is received in fixative within a container properly identified with the patient¿s name and site of tissue consists of three pieces of tissue. All these tissues are thick fibrous tissue with some adipose tissue attached. The pieces measure from 6 to 8 cm in length by 3 to 4 cm in diameter. Serial section does not show any abnormal finding except portions of fibrous tissue and occasional nodular thick areas of fibrous component up to .4 cm in thickness.¿ microscopic description: sections show fibrosis and scar formation within the fibroadipose tissue.¿ discharge instructions: ¿diet: regular. Activity: up as tolerated. No lifting until __ [sic]. Keep abdominal binder on at all times x 1 month. No heavy lifting.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.